Manufacturer narrative:
Device is combination product patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that during the index procedure, post stent deployment intravascular ultrasound revealed malapposition of the 2.5x32mm taxus liberte stent at the proximal edge due to ectasia of the vessel wall. This was treated with balloon angioplasty. There was timi-3 flow pre and post procedure. The event of myocardial infarction was reported to be resolved without residual effects.

Event description:
(B)(6). It was reported that during a stenting treatment procedure, the patient experienced chest pain and a myocardial infarction. The patient presented due to shortness of breath with mild exertion and current stable angina (ccs class 3). A stress test showed st-segment changes suggesting ischemia. Cardiac catheterization revealed a 95% stenosed and 28mm long bifurcated target lesion located in the distal left circumflex (lcx) coronary artery with a reference vessel diameter of 3.0mm. The lesion was treated with pre dilation and placement of a 2.5x32mm taxus liberte stent followed by post dilation resulting in 0% residual stenosis. However, the stent jailed a small (1-1.5mm) first obtuse marginal (om1) vessel that was felt to be too small to protect. This caused the om1 to become occluded and it could not be recanalized. At this time, the patient experienced severe pain and was diagnosed with a myocardial infarction. Cardiac enzymes drawn 1 day later were consistent with a myocardial infarction (peak ck=930 u/l, uln=195 u/l; peak ckmb=89.9, uln=5). He was treated with a beta blocker in addition to other cardiac medications and was monitored for an additional 24 hours in the cardiovascular intensive care unit. There were no other reported complications. The pain was reported to be resolved 2 days post procedure and the patient was discharged on aspirin, prasugrel and metoprolol.